Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the dual lumen PICC. The customer states that the PICC leaks where the purple butterfly attached to the white line.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.